Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1816624) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of the insert") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 3 months 11 days after insertion of essure, the patient experienced mental disorder ("psychological disorders") and genital disorder female ("gynecological disorders"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation, mental disorder and genital disorder female outcome was unknown. The reporter provided no causality assessment for device dislocation, genital disorder female and mental disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of the insert") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 3 months 11 days after insertion of essure, the patient experienced mental disorder ("psychological disorders") and genital disorder female ("gynecological disorders"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation, mental disorder and genital disorder female outcome was unknown. The reporter provided no causality assessment for device dislocation, genital disorder female and mental disorder with essure. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.